Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that ¿its no longer working.¿ the patient reported that when the ins was charged and on, it shocked her and it was really uncomfortable and painful at the site. The patient reported that she had the device off currently so she didn¿t feel the shocking. The patient reported that she tried adjusting it to eliminate the shocking but was unable to do so. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was getting their device removed because their device was no longer working. They reiterated information regarding the device shocking them at their implant site. No further complications were reported/anticipated.